Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was quit working and insulin pump had an insulin pump error alarm. The blood glucose value was 13.6 mmol/l. The product will not return for the analysis.

Manufacturer narrative:
Device received with cracked case (battery tube) and cracked battery tube threads. Device also received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.